Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021. H.6. Investigation: bd received 5 samples and 1 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Edta spray coated additive may have a white to slightly yellow appearance, this does not affect the performance of edta additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® k2 edta 6.0mg experienced discolored/abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: iin the vacuum blood collection tube, the edta spray spot is obviously larger and yellowish.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta 6.0mg experienced discolored/abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: iin the vacuum blood collection tube, the edta spray spot is obviously larger and yellowish."